Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional ecgs) was confirmed. Upon investigation, trunk cable connectors (B)(4) were pulled off the distribution node pca. The cause for the failed was isolated to the damaged connectors. The root cause for the damaged connectors was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.